Event description:
Device was being used in a circumcision. After the excess foreskin was excised, the device fell off. It should have stayed on the penis to control bleeding. The mechanism had sprung and could not be tightened. Gel foam and vaseline gauze applied to control bleeding.